Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/21/2015. The fse found a hole in the tubing from the bulkhead fitting 9 to the backwash tank. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter lh 750 hematology analyzer while running controls. The volume of the leak was about 20 oz and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.